Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. Correction: no 510(k) provided as this device is not released for distribution in the united states. The computer for the navigation system was returned to the manufacturer for evaluation. Testing found that the computer had no video output. Once a known operational video card was installed, the unit functioned as designed. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No procode, common device name, unique device identification (UDI) and/or 510k provided as this device is not released for distribution in the united states. A medtronic representative went to the site to test the equipment. Testing revealed that the computer of the of the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that they attempted to start the system preoperatively, but "no signal" was indicated and the system couldn't be started. The issue persisted even after attempting to reboot. There was no patient present during this event.